Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. Customer address exceeded maximum allowable character, address is as follows: (B)(6).

Event description:
It was reported that the radical-7 has a broken pin so it doesn't charge the battery when connected to the rds. Customer indicated that after some days of testing the device, the unit turns on and off continuously. The unit was able to engage in monitoring activities. There was no error message or audible alarm when the issue was observed. The condition occurred when using ac power. No known impact or consequence to patient.